Event description:
According to the reporter: when the device was inserted the pouch fell off the end. No report of pt injury or component falling into the pt cavity was noted. No further surgical complication or device issue was reported.

Manufacturer narrative:
Initial report submitted: july 7, 2008.